Manufacturer narrative:
Reported event was confirmed by review of medical records noting the patient underwent a revision due to painful aseptic loosening and appeared to have a poor cement mantle and interface. No evidence of infection. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant devices - vanguard cruciate retaining interlok femoral component right 60mm catalog #: 183004 lot #: 236050, vanguard cruciate retaining tibial bearing 10mm x 63/67mm catalog #: 183420 lot #: 301030, series a standard patella 28mm catalog #: 184762 lot #: 228210. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2021-01143.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address pain and aseptic loosening approximately four (4) years post-operatively. Initial operative notes did not identify any intraoperative complications. Revision operative notes noted that the patient was revised due to painful aseptic loosening and that there was poor cement-metal and cement-bone interface. The operative report additionally noted there was no evidence of infection. Attempts have been made, however, no additional information is needed.